Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in india. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that a 3t heater cooler displayed indicating patient pump is blocked (ee18 error) during priming. Patient pump1 & 2 are defective. Shaft bearing damage noise from one motor. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. As troubleshooting, patient pump 1 and patient pump 2 were replaced and problem was thus fixed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database review pointed out that no further similar issues have been submitted for this unit since its installation in 2013. The root cause of the event was linked with rusted/corroded/damaged motor bearings, most likely due to environmental conditions such as water infiltration, humidity, condensation or high temperatures. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.